Manufacturer narrative:
(B)(4). See MFR: 3012307300-2018-02082.

Event description:
It was reported that "when the cleo® 90 infusion set was removed from the abdomen after the end of the infusion, the teflon catheter was torn off and remains in the abdominal tissue. The teflon catheter must be removed." The patient was scheduled to see a surgeon for this incident. No other adverse health outcomes were reported.

Manufacturer narrative:
One photographic image was received for analysis. On review of the image, no visual defects or damage were identified that would impact product functionality. Without having physical product for analysis, a definitive root cause to the reported clinical observation could not be determined.